Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated above 500 mg/dl. Customer treated elevated bgs by administering a correction via manual injection. During troubleshooting, it was that there were potential air bubbles. Reportedly, the customer inserted refrigerated insulin into the cartridge. Tandem technical support educated the customer on the proper way to load insulin into the cartridge.